Manufacturer narrative:
The device was not returned to olympus medical systems corp. (Omsc), but returned to olympus service operation repair center (sorc). Device history record review indicates that the product was manufactured and tested in accordance with all applicable procedures and met all final product release criteria. The exact cause of the reported event could not be conclusively determined. However, omsc assumed that the reported event was caused by the imaging unit failure. If significant additional information is received, this report will be supplemented.

Event description:
A user reported that the endoscopic image was distorted. Then, olympus inspected the device at the olympus service operation repair center (sorc) and found that when a load was applied to the part between the control body and the insertion tube, there was noise in the endoscopic image and the endoscopic image was not displayed. There was no report of patient injury associated with this event.